Manufacturer narrative:
The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from accu-chek inform ii meter, serial number (B)(6). At 7:41, the meter result was 48 mg/dl. Within a few minutes, the repeat meter result was 73 mg/dl. The repeat sample was obtained from a different finger.